Manufacturer narrative:
Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas flow sensor was ordered for replacement to resolve the issue.

Event description:
The hospital reported a loss of mechanical ventilation during a case. The unit was rebooted and mechancial ventilation resumed. There was no report of patient injury.